Manufacturer narrative:
H3 and h6: a third party service engineer requested the assistance of a philips field service engineer (fse) during an onsite visit at the customer site following the death of a patient. It was confirmed by the onsite head biomedical engineer (B)(6) that the intellivue mp20 was not a contributing factor in the death of the patient with infantile cerebral paralysis. No further information was provided regarding the reported event, and despite several attempts to obtain additional details regarding the onsite visit and any testing of the device, none were provided. Product maintenance had been carried out by philips one month prior to the reported event, and all mp20 monitors at the site had been found to be working as intended. Based on the information provided, no investigation was possible and no statement about the functionality of the mp20 at the time of the reported event can be made. No subsequent calls were received from the customer regarding the reported device and issue. Due to the lack of available information, an investigation of the monitor involved in the reported event was not possible. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Event problem: minimal information was giving at time of report. (B)(6).

Event description:
A third party service engineer contacted philips, as there happened to be a patient death, while using a philips device. The patient died; the patient was suffering from infantile cerebral paralysis.